Manufacturer narrative:
To date, the device has not been returned to medtronic for eval. If further info is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. Upon removal from the pt, the capsule fell off onto the floor. It is unk whether the capsule had attached to the pt's esophagus. No serious injury to the pt was reported.